Event description:
It was reported the pt is no longer receiving effective stimulation. In addition, the pt stated she experiences a strong itching sensation while stimulation is on. The pt declined to have her system reprogrammed. The pt has requested to have the system removed, stating she was recently diagnosed with a condition that her physician believe will not be treatable with scs. Surgical intervention will be undertaken at a later date to address the reported issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.